Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
G3 correction: the g3 of the initial report should have been (B)(6) 2024